Event description:
During routine outpatient check, the device was discovered to be malfunctioning and the programmer was unable to communicate with the device. The ICD was explanted and replaced. The ICD was sent directly to the MFR after explantation for further investigation. 64 pts have been implanted with the affected model #7223cx at this facility and eight had been replaced. The rest of the 56 pts with the affected ICD's are being monitored closely by the facility.